Event description:
The customer reported that although an end tone, indicating a completed seal cycle, was heard, bleeding occurred after cutting the vessel. The surgeon converted the surgery to open and used a clip to seal short gastric vessels. There was no pt injury.

Manufacturer narrative:
(B)(4). The site has indicated that the incident sample has been discarded. If additional info pertinent to the incident is obtained, a f/u report will be submitted.